Event description:
It was reported, that the patient presented in clinic for a follow up. Upon interrogation it was noted, that the right ventricular (rv) lead exhibited noise oversensing, that caused pacing inhibition. No programming changes were made. And the patient continued to be monitored. No patient consequences reported.